Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: atypical resection of the lung (wedge). Indeed, after an atypical resection of the lung under laparoscopy (wedge), during the extraction of the bag, the latter was perforated. The lung piece could however be extracted by the operator. There is no clinical consequence for the patient. A mandatory declaration has been sent to the ansm. The offending device will be available at the pharmacy for expertise. Reference hospital (B)(4). For this incident, the customer has asked the following questions : has this medical device ever presented such defects reported to the supplier? Is this medical device made following a special manufacturing? Has this device undergone changes in the manufacturing process, storage? How many units per manufacturing lot for this device? Additional information received from the sales rep on 8 june 18: date of incident is unknown. The specimen was within the bag at the time of bag breakage and remain contained. During the use of the inzii, monopolar instrument was used. The port site was not enlarged prior to the bag break. Port was enlarged with monopolar while retrieving the bag. Type of intervention: ni. Patient status: no clinical consequence for the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned without the introducer rod. The tip of the bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit, it is likely that the bag was damaged by a sharp object or instrument during extraction of the bag. The instructions for use (IFU) states that "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.